Event description:
In preparation for a banding procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The loading catheter was used to load the ligator barrel onto the endoscope before inserting the endoscope (with loaded ligator) into the pt. During the loading process, the physician connected the loading catheter hook to the knot on the trigger cord. The trigger cord reportedly "broke half way through and could not be reutilized." Our eval confirmed the small blue hook located on the end of the loading catheter separated from the loading catheter and remained attached to the ligator trigger cord. The blue hook was likely removed from the endoscope with removal of the ligator barrel and trigger cord after the reported breakage occurred. The initial reporter indicated another ligator device was used to perform the procedure successfully.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The contact details for the cook facility in (B)(4). (B)(6). Evaluation: our laboratory eval of the product said to be involved confirmed the report. One blue hook has separated from one end of the loading catheter. The blue hook was returned attached to the ligator trigger cord, directly beside the knot. The ligator trigger cord is intact. The appropriate personnel performed a review of the equipment procedure documentation related to the blue hook to catheter joint process. A discrepancy with the equipment settings used during manufacture of this loading catheter was not observed. The inner diameter of the loading catheter where the blue hook separated was subjected to a dimensional verification. The inner diameter of the loading catheter measured within the appropriate specs. Also, the back end of the blue hook that sits inside the loading catheter was subjected to a dimensional verification. The blue hook measured within the appropriate specs. Therefore, a discrepancy with the loading catheter components that could have contributed to this report was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated the physician connected the blue hook of the loading catheter directly beside the knot of the trigger cord. Upon receipt of the ligator for eval, we found the detached blue hook located directly beside the knot in the trigger cord. This is against the instructions for use and the most likely cause for this observation. The instructions for use direct the user to leave approx 2 cm of the ligator string between the knot on the ligator string and the hook on the loading catheter during the loading process. If the ligator string was attached to the hook with the knot beside the hook, this could create resistance when withdrawing the loading catheter through the ligator handle. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the loading catheter hook was placed beside the trigger cord knot and this is against the instructions for use. The appropriate personnel have been informed of this type of occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.